Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, complication in site preparation (poor ossification of the extraction socket), inadequate bone quality/quantity, mobility.

Event description:
Primary stability not achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, complication in site preparation (poor ossification of the extraction socket), inadequate bone quality/quantity, mobility.